Event description:
While performing service on the unicel dxc 880i synchron access clinical system for an unrelated issue, the field service engineer (fse) noted that the blood urea nitrogen (bun) module assembly would not stay in the raised position. The fse indicated that the issue was caused by a cup module latch which was not functioning properly. The fse noted that the module has not fallen and there was no injury reported for this event. No erroneous results were generated and there was no change to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) is currently working with a technical support engineer to resolve the issue. (B)(4).

Event description:
The bun module brackets were returned to beckman coulter for evaluation and was received on (B)(6) 2013. The investigators noted that the brackets would close when a small downward pressure was applied. Failure mode was determined to be a faulty bunm module brackets. Beckman coulter field service engineer (fse) resolved the customer's issue by replacing the slide rails (brackets) for the bunm module. Please see medwatch #2050012-2013-00072 for the report of a similar event with the same customer.

Manufacturer narrative:
Device evaluation.